Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield which had tip coil break. The patient was undergoing a procedure for flow diverter treatment of a 7mm saccular aneurysm which had a 5mm neck. Patient's vessel tortuosity was moderate.  It was reported that the pipeline and all accessory device were prepared as indicated in the instructions for use (IFU). During the procedure the distal pushwire tip coil broke/detached. The entire device was retrieved. There was no harm or injury to the patient associated with this event. Post procedure angiographic results were acceptable.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed with a "pipeline with a coil." No causes or contributing factors for the tip coil break were identified.